Event description:
A philips (B)(4) customer service employee was approached by a customer to provide assistance to lock a pt case and to retrieve full disclosure file collected on the xper info management physiomonitoring system. Several days later the customer contacted the same individual for further assistance related to the same pt files. When questioned the customer related that a hospital employee had disabled all audible alarms to perform other duties and a pt in the post cathlab area expired. The customer stated that "the pt died while the nurse was charting and therefore was not able to see the waveform, nor hear any alarms due to them [alarms] being turned off; this was not an issue with the pcc device. It was a user issue." The health care provider did not attribute the event to the philips (B)(4) device.

Manufacturer narrative:
Philips reviewed the labelling (document # (B)(4) english release 2-xper info management (xims) instructions for use) to ensure that it was adequate. Section 1.1, intended use, states that "operator-adjustable alarms (both visual and audible), alert the operator to anomalous occurrences and facilitate timely responses." Section 1.2, contra-indications, states that "central station and pt care console are not intended where unattended pt monitoring is desired..." Section 2.4.37, alarm activation responsibility, states "provides visual and audible alarms. It is not designed for unattended use. Alarms may be activated and deactivated at the operator's discretion. It is the operator's responsibility to configure and activate the alarms for each pt." The philips (B)(4) device performed as intended. Please note that there was no allegation and no complaint from the account regarding the device being associated to this issue.